Event description:
The equipment malfunction concerns the roche diagnostics cobas e 602 immunoassay analyzer. On (B)(6) 2012 from 2 pm - 7 pm eastern time, the analyzer generated a set of incorrect results on many (and perhaps all) 151 specimens that were analyzed over this period. One hundred one individual pts were affected. The error did not lead to warning alarms and since quality control had been achieved earlier, no quality control was performed during this 5-hour period. The problem was first brought to light a week after the event on (B)(6), when health care providers queried results that were highly unlikely and which did not fit the pt's medical condition. The full extent of the problem took some 2 weeks to determine. The cause of the incident was an analyzer software problem. Roche was using analytical software called "version 03-01." The analyzer control unit had been turned off and when it rebooted it failed to reconnect with the analyzer; in essence the control unit then failed to recognize the analyzer data and began to generate essentially random results. When the system was later stopped for maintenance, the problem was solved as the analyzer and control unit reconnected. Unbeknownst to us, how software was installed on (B)(6) - by the diagnostics. This new software will apparently prevent future recurrences of this type. After a long period of investigation, our institution ((B)(6)) sent out explanatory letters to all the physicians whose pts were involved with this testing. Free retesting and apologies were offered.